Manufacturer narrative:
Additional information: h3, h4, h6, h11. H4: the lot was manufactured between april 11-12, 2024. H11: the actual device was received for evaluation. The unit did not contain fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed and the flow rates were found to be within the product specification range. The infusor unit was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor did not deflate and had no flow of fluid. The actual infusion time of the pump was 48 hours. The pump was filled to nominal volume of 240 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.